Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5171784, model/catalog description: linear st lead kit 50 cm. The explanted device was not returned to bsn. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing cramping in the back every time the stimulation was on due to lead migration. The patient underwent a lead revision procedure wherein one lead was explanted and another lead was implanted. The patient was doing well postoperatively.